Manufacturer narrative:
No blank display noted. However, device received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to e52 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not turn on after inserting new battery. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.